Event description:
It was reported that the patient was implanted with an advance. The patient has "no strength in right leg", is "jittery", experiences "hip pain" and "knee pain", and he "shakes". It was indicated that there is a "big scar and knot under skin". Patient is being sent to a neurologist. No additional patient complications were reported in relation to this event.